Event description:
Elegance clinical trial it was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug eluting stent and ranger drug coated balloon on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion # 001 was in the left proximal superficial femoral artery, left mid superficial femoral artery extending up to left distal superficial femoral artery with 3.9 mm proximal reference vessel diameter and 4.5 mm distal reference vessel diameter with lesion length 172 mm with 100 % stenosis and was classified as tasc ii c lesion. Prior to the treatment of target lesion with study devices, pre-dilation was performed using 4 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by using study devices, 6 mm x 60 mm eluvia drug eluting stent and 5 mm x 200 mm ranger drug coated balloon. Following treatment, post-dilation was performed using 5 mm x 60 mm sterling pta balloon. Following treatment, the final residual stenosis was noted to be 0%. On the same day of index procedure, dissection of grade a was noted due to 0.018 x 135 cm rubicon catheter. In response to the complication, balloon dilation and bailout stenting was performed. Post treatment, the final residual stenosis was noted to be 0% and the complication of dissection was resolved and, the subject was discharged from hospital.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 65 years old at the time of study enrollment.